Event description:
On (B)(4) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was equal to or over 500 mg/dl with unspecified symptoms reported. It was reported that the patient did not received any treatment above and beyond the routine diabetes care management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged that air bubble was observed in the cartridge which was not there during the prime step. Review of cartridge filling technique showed that cartridge was filled correctly. No visible structural damage to cartridge or leakage was noted. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an air bubble issue in the cartridge of unknown causes.

Manufacturer narrative:
Follow-up #1: device evaluation: the cartridge was returned to animas and tested by product analysis on 03/24/2015 with the following findings: a visual inspection of the returned cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the returned product and it met passing criteria. The cartridge cycled properly and no issues were found filling the cartridge. No leaks were observed with the luer connection, the o-ring or anywhere else in the cartridge. A retain sample from the same lot of cartridge was also tested and it met passing criteria. A review of incoming inspection record indicated that the lot met release criteria.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.